Event description:
The following has been reported: biomed reported: "pump problem" "pump that needs to be evaluated. The pump has been cleaned and multiple cassettes has been used to trouble shoot pump.' Patient harm: unknown. A preliminary review identified the following issue: mechanical hardware failure (ipc grommet). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for ipc grommet leak. The failure was caused by pneumatic valve 3 which directly interacts with the ipc hardware. During initial evaluation the pump was displaying tubing set warnings when infusions were attempted. The pump was reverted to manufacturing mode and failed pneumatic hardware testing consistent with a valve 3 failure. The ipc grommet was inspected and no fault could be identified. No other damage was identified. While no failure has occurred, odometer data review found the battery pack has very high cycle counts and the batteries will be removed for engineer evaluation and replaced with new ones. The time on battery counter will need to be reset as well.